Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during a supply change and repeatedly generated alert 38 indicating consecutive motor stalls, preventing rewind and infusion; the user switched to backup therapy, and an exchange unit was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device failure to infuse associated with the motor component and a communications problem identified during evaluation. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.